Manufacturer narrative:
The sample was li heparin with a gel barrier that was centrifuged for 3 minutes at 5200rpm. Initial and repeat tsh results were processed through the closed tube aliquotter (cta). The sample appearance was normal and had the recommended fill volume. Qc prior and after the erroneous results were within the customer's established ranges. The customer declined service as this event was isolated to one patient's sample. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely elevated ftsh and prolactin results above the normal reference range for one patient's sample that was generated by the unicel dxi 800 access immunoassay system. Subsequent testing on an alternate instrument produced lower results within the normal reference range. No erroneous results were reported outside the laboratory. The results, provided by no reports of death, injury, or change to patient treatment have been reported in connection with this event.